Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The device was returned to an olympus service center for evaluation where the reported issue was confirmed and attributed to a faulty g1 board. The cause of the board failure could not be fully determined, but was presumed to be due to the age of the unit being more than 5 years old. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device was not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure with the subject device at the user facility, the subject device was switched off and on intermittently and automatically. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus medical systems india checked the subject device and it was found that the reported phenomenon due to the failure of power supply unit.